Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation/infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site (abdomen) while wearing the device between 37 and 48 hours. The patient's blood glucose level reached 17 mmol/l (306 mg/dl) and they experienced skin irritation with discharge or pus. The patient was taken to the medical clinic and treated by a nurse with a cream for the infected area. The pod was discarded.